Manufacturer narrative:
In addition to the evaluation findings mentioned in the event description, the following evaluation findings were observed: a gap of adhesive on the distal end, stain entered ind the lens through the gap. The adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). There was a leak found under the control wheels. The distal end was deformed. The connecting tube and control unit was scratched. The paint on the scope cover, air/water nut, suction cylinder nut was peeling off. The ks-mouthpiece (control unit) was corroded. The balloon of water channel was clogged. The charge coupled device (ccd) unit cover lens glue was chipped. The device was serviced and returned to the user facility. The investigation is ongoing, and this report will be supplemented when the legal manufacturer¿s investigation is completed and if new information is received later.

Event description:
The user facility reported that during reprocessing a leak was observed under the control wheels. No patient injury reported. The device was returned to olympus for evaluation. During the evaluation a gap on the adhesive at the distal end was found. Stain entered inside the lens through the gap due to the adhesive peeling off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object due to handling issue. The acoustic lens was damaged and a slight gap on the acoustic lens glue was observed. This MDR is being submitted to capture the reportable malfunction noted during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens and the gap on the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.